Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this lead developed an infection. Subsequently, this lead and the related device (medtronic) were explanted. No additional adverse patient effects were reported. This lead is not expected for return.